Event description:
Twenty-eight days post index procedure, the complaint experienced angina pectoris. One hundred and seventy four days post index procedure, it was noted that the patient stopped taking her plavix and the experienced angina pectoris five days later. She was sent back to the catheterization lab where thrombus was noted in the circumflex. Immediately after the coronary angiogram the patient died on the table (ventricular fibrillation). It was also confirmed that the patient experienced a non-q wave myocardial infarction. The patient was admitted with unstable angina pectoris in 2007. The patient had 80% and 70% de novo lesions in the proximal left anterior descending branch and in the proximal circumflex, respectively. The lesions were type a, bifurcated, ostial, smooth and eccentric. The lesions were 10mm in length and the vessels were 25mm in diameter. A 2.5x 18mm cypher select plus stent was implanted at 12atm to treat the proximal left anterior descending branch and a 2.5 x 18mm cypher select stent was implanted at 12atm to treat the proximal circumflex. The stents were implanted overlapping each other. The patient's medications include the following: aspirin (pre, intra and post procedure), statins (pre and post procedure), ace inhibitors (pre and post procedure), beta-blockers (pre and post procedure), clopidogrel (intra nd post procedure) and heparin (intra procedure).

Manufacturer narrative:
Please note: this ous cypher select sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.